Event description:
It was reported during the procedure to treat the 80% stenosed obtuse marginal, during use of either the non-abbott guiding catheter, the bmw guide wire or deployment of an rx vision stent, a dissection occurred. An attempt was made to advance through the newly deployed vision stent with a 2.25x12 mm rx vision, to treat the dissection; however, it would not cross and the distal stent struts became flared. The dissection was treated successfully with plain old balloon angioplasty and the patient is reported to be stable. The dissection delayed the procedure by 25 minutes and required additional treatment to the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx vision; guide catheter: vascular solution 6f guideliner. The rx vision is being filed under a separate medwatch MFR number. There was no reported product deficiency and the device was not returned. Dissection is a known adverse event as listed in the balance middleweight (bmw) guide wire instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.